Event description:
It was reported that this right ventricular lead showed high shock impedance out-of-range of over 125 ohms. Technical services (ts) recommended troubleshooting and increasing the impedance alert to 150 ohms. Additional information was received, troubleshooting was performed, no lead damage was found. Shock impedance alert was increased to 150 ohms. This lead remains in service and no adverse patient effects were reported.